Event description:
The manufacturer received information alleging a millennium oxygen concentrator failed to deliver oxygen. The pt was admitted to the hospital for respiratory distress as a result. The investigation for this event is ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.